Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battey becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer (B)(6) 2012 and performed to specification up to (B)(6) 2013. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. Investigation did not confirm a fault with the device or any component in the device. The unit was left at room temperature with a known good membrane and pad-pak fitted for 4 days. The unit did not turn on or display any fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.